Event description:
Boston scientific received information that during a routine device interrogation, the field representative was unable to interrogate the device. No tones were heard when a magnet was applied. Boston scientific technical services (ts) was consulted and discussed that the device was likely no longer functioning. Subsequently the device was explanted for premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this defibrillator was thoroughly inspected and analyzed. External visual inspection of the device revealed scratches on the case. Review of the device memory confirmed that a low voltage alert was recorded. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.